Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening on posterior. Visual and microscopic analysis was performed which identified: striated opening on posterior, puncture opening on posterior and crease fold. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool and a striated punctured assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.